Manufacturer narrative:
We checked the returned unit and confirmed that the suction nipple loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, we confirmed that the light guide cable fluid damage, the lg cable connector corroded, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, the angulation-up angulation decrease, and the u/d and the r/l knobs white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0620(control body)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Suction nipple loosened.